Event description:
Caller reported that a cartridge alarm 20 occurred during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed multiple cartridge alarms with consecutive cartridges and decided to replace the pump. Although the warranty was still valid, the caller was instructed on how to store and return the problematic pump to tandem, and a replacement pump was provided. The caller was also informed about programming their pump settings and connecting their cgm to the new pump, along with using mdi as a backup therapy.